Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 10.3 cm to 11.2 cm from the connector pin, due to friction with device can. The proximal coil was exposed in the same area.